Event description:
Patient is a (B)(6) year old male who has a history of multiple comorbidities including mitral valve insufficiency and left anterior descending coronary artery disease. On (B)(6) 2021 patient underwent an mvr-CABG-maze procedure. At the end of the procedure the blue plastic tip of the co2 thermistor-blower could not be located. A complete search was made for the blue plastic tip, including an exhaustive search of the wound, and drapes in the operating room before wound closure. Event reported to the medline manufacturer complaint number (B)(4) on 2/4/2021. Medline (B)(4) us. FDA safety report ID# (B)(4).